Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a re-do isolation procedure of an intervention that had taken place more than twelve months prior. Following a superior vena cava (scv) isolation procedure with an intellanav stablepoint open-irrigated catheter where coronary sinus (cs) overdrive pacing was utilized throughout ablation stage. Following this procedure sinus bradycardia was detected, it was expected to resolve overnight. However, the bradycardia was still present when the patient was discharged the following day. At the one week follow up the patient mentioned they occasionally would feel they were about to faint, and it was observed they were still in bradycardia, with a heart rate of about 50-60 bpm. A permanent dual chamber pacemaker was implanted, and the physician expects a full recovery in the next 3-6 months. The physician stated they were unsure of the absolute cause or mechanism of the bradycardia. The catheter is not expected to be returned as it was disposed of after the procedure.